Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy pneumonectomy procedure, the surgeon placed an arterial clamp over the pulmonary artery and then attempted to staple the artery. After firing the device, he pressed the release button on the back of the stapler to open it and proceeded to inspect the staple line before he released the arterial clamp. He noticed that the stapler had not fired at all and there were no staples present in the pt. The scrub nurse reloaded the stapler. Once again, he fired it over the artery, but upon inspection, the artery had not been stapled and there were no staples visible in the pt. They then proceeded to open a second device which stapled correctly when fired. There were no adverse consequences for the pt.